Event description:
It was reported that a novum iq large volume pump displayed system error during patient infusion. Dextrose 5% continuous infusion had been running for at least ~6 hours had a system error alarm on-screen, directed nurse to power cycle the pump three times with no improvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.